Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the site experienced some ¿bugs¿ while in the cranial software. During troubleshooting it was noted there were difficulties with booting up to enter the software as the image was frozen. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A computer was returned and found to have no failures. A second computer was returned and initially the computer showed a boot error. After connecting a data cable to the hard drive, it booted normally to the login screen. No errors or failures were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cd/dvd drive was returned to the manufacturer for analysis. The cd/dvd drive was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.